Event description:
Surgeon scrubbed for surgery. When drying hands with disposable blue towel from pack, visible blue, from american contract systems general surgery tray, lint fibers were noted on his arms. Towel and pack contents sheet were kept aside and manager notified.